Event description:
Discordant high ferritin results were obtained on an advia centaur instrument. Customer experienced similar problem with quality control (qc) samples on the same instrument. The same patient samples were run also on another advia centaur with stable qc. The correct results were reported to the physicians. The customer did not use the instrument for diagnostics until it was repaired. There are no reports of patient interventions or adverse health consequences due to the discordant high ferritin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and found luminometer dark counts being low. The fse replaced the base and acid pumps, decontaminated entire instrument. The instrument is performing within specifications. Further evaluation of the instrument is not required.